Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Analysis of the returned fiber identified a fiber break. Microscope inspection of the fiber tip and the connector indicates both were in good condition. The console displayed a message that read: treatments used 0. Treatments left 1. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications. This report is for the second fiber.